Event description:
The resident was transferred from a bed to a chair. During transfer, the resident had a sudden spastic movement and was fully hyper extended causing the shoulder sling clip to detach. As a consequence of the event, the patient fell out of the device and hit her head on the ground. After the event the resident was taken to the emergency room for further examination, the CT-scan confirmed that no injury was sustained.

Manufacturer narrative:
Arjo was informed about an event involving arjo passive maxi move lift and sling. A customer reported that a resident was in the cradle position over the bed while she was having her hair brushed. Resident was then being transferred to her chair. She was fully suspended between bed and chair when she had a spastic movement and fully hyper-extended, causing the shoulder clip to detach. Resident fell out on the side of the sling to the ground and hit her head. Resident was taken to the emergency room for examination and a CT scan. She was then released as examination and scan did not warrant a hospital stay. Currently the resident is okay and has not shown sign of injury from the fall. Upon inspection by an arjo technician, both the lift and the sling were in good working condition. The clip had light scratches/marks from making contact with spreader bar, but had no damage or shape degradation. Staff working the resident believe they clipped the sling properly and the resident¿s involuntary movement separated the resident from the sling. Other staff who came into the room to assist noted that one of the sling clips was not connected and was hanging freely. Management believes from their internal investigation that the staff did not properly connect the sling clip to the spreader bar and with the residents involuntary movement the clip detached and resident fell out of the sling to the floor. After the event, all staff completed additional fall prevention and sling training. Based on the facts that were provided by the customer, it appears to be very unlikely that the clip was partially attached to the spreader bar. On the latest generation of maxi move, the ¿mushroom shape¿ at the end of the lug does not only make sure that the clip cannot slide off; it also makes sure that the clip is fully on (the clip cannot be partially inserted, it is either ¿on¿ or ¿off¿). Therefore, since the patient was fully suspended at the time of the event, this suggests that the clips were correctly attached because the straps that connect the clips to the body of the sling were under tension by the weight of the person in the sling lifted. To pull out a clip under tension, a force in the opposite direction greater than the one applied by the gravity of the person's weight would be required. It is highly unlikely that the patient's movement in hyperextension was of sufficient force and direction to cause the clip to detach. In addition, the clip is prevented from moving outwards because the spreader bar would obstruct it and inwards because it would be obstructed by the mushroom shaped end of the lug. Based on the provided information, there is no sufficient data to identify the root cause with certainty. According to the procedures provided in the instruction for use of the passive clip sling (04.sc.00): ¿warning: to avoid injury, always assess the patient prior to use.¿ ¿warning: to avoid injury, make sure the patient¿s arms are placed inside of the sling.¿ ¿warning: to avoid the resident from falling, make sure that the sling attachments are attached securely before and during the lifting process.¿ ¿at any time, if the resident becomes agitated, stop transferring/transporting and safely lower the patient.¿ according to the procedures provided in the instruction for use of the maxi move (001.25060.en): caution: always check that all the sling attachment clips are fully in position before and during the lifting cycle, and in tension as the patient¿s weight is gradually taken up.¿ ¿note: the need for a second attendant to support the patient must be assessed in each individual case.¿ ¿warning: patients with spasms can be lifted, but great care should be taken to support the patient¿s legs to prevent fall risk and injuries.¿ to sum up, the arjo floor lift and clip sling were used as a system during the patient transfer. The clip detached from the lift spreader bar and from that perspective system did not meet its performance specification. We decided to report this complaint to the competent authorities due to the clip detachment during use.